Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower abdomen using cooladvantage plus applicator and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the lower abdomen on (B)(6) 2021 using the cooladvantage + and presented with patient dissatisfaction.

Manufacturer narrative:
Subsequent to the submission of initial medwatch report, it was identified that the reported evet is dissatisfaction as opposed to paradoxical adipose hyperplasia (pah).

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the lower abdomen on (B)(6) 2021 using the cooladvantage + and presented with patient dissatisfaction.

Manufacturer narrative:
Corrected data: d1, d4, g1, g2.